Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect. Correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, dizzy, eye irritation, visualization of black particles in the device. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found an unknown dark contaminant was observed inside the blower box, where the filter is placed. Unknown foreign particles were observed on the top enclosure. A discoloration was observed on the front panel. An unknown dust contaminant was observed on the front panel, rear panel, o-ring of the rear panel, blower cap, blower, in the outlet of the blower box, blower seal, and blower isolators. An unknown dust contaminant and discoloration was observed on the bottom enclosure. A keratin-like substance was observed on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of unknown dark contaminant, foreign particles, dust, keratin were inconsistent with the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.